Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer on the v60 indicating that he had purchased a v60 blower, and the connector doesn't appear to have the correct orientation for connecting to the motor controller board. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed informed that he has identified the issue with the blower connector. It had an adapter that needed to be oriented correctly. Biomed resolved the problem without any troubleshooting or technical support. Investigation is ongoing.